Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the collar and gears were replaced. The cutter failed to produce a complete mesh; however, the repair was not completed because the cutters were returned without repair and will require replacement by the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the gears were worn. At product evaluation investigation the cutter failed to produce a complete mesh. No adverse events were reported as a result of this malfunction.